Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The instrument associated with this reported event was not returned for examination. A search of the complaint database found additional reports of breakage against the reported product code. CAPA (B)(4) was previously initiated to investigate, identify root cause and corrective action. The investigation could not draw any conclusions about the current reported event based on the lack of the product to examine. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Tab broke off tibial keel punch. This was found three hours after bilateral tkas were completed during an inspection of the instrument. It is unknown if the piece remains in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device confirmed the reported event. A search of the complaints databases has identified a trend of this issue. (B)(4) was initiated to investigate, identify root cause, and define corrective action. A voluntary medical device correction notice was released to the field on november 20, 2013 which included information regarding guidance for the instrument¿s use and care, as well as potential clinical implications if the tabs were to fracture. Continue to monitor for trending. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation to be closed.